Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
During an angioplasty procedure to repair a lesion located below the knee (side unk), this balloon ruptured at nominal pressure when inflated with an indeflator. The pt is a male (age unk). The vessel had severe calcification, moderate tortuousity and 99% stenosis. The product was properly inspected and prepped prior to use. The physician used a contralateral approach to access the lesion. There was no difficulty accessing the lesion with the guidewire or crossing the lesion with the balloon. After the balloon ruptured, it was safely removed from the patient and another balloon was used to successfully complete the procedure. There was no adverse consequence to the patient.